Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using a hydratome rx sphincterotome, some of the blue coating had flaked off of the tome inside the patient. The physician did not attempt to retrieve the small flakes. The procedure was completed with this hydrotome device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.